Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following a cartridge change, with observed insulin leakage upon removal of the cartridge adaptor and subsequent education provided on proper cartridge fill to avoid overfilling and leakage. Symptoms included prolonged high glucose in the 300s for about a day with device alerts for sustained hyperglycemia, as well as a subsequent low to the 50s lasting about 45 minutes with low and urgent low alerts. Outcomes included self-management with a subcutaneous manual insulin injection for the high and oral glucose tablets for the low without medical intervention or assistance. Investigation included agent follow-up, review of user reports, review of the cartridge change process, and provision of training materials and guidance regarding pump disconnection during manual injections to prevent insulin stacking. Investigation of this case revealed user performance issues related to the cartridge change and overfill leading to a leaking cartridge, which likely caused under-delivery and subsequent glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge preparation and change resulting in leakage and inconsistent insulin delivery.